Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd890426. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in (B)(6) of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. The nurse was not sure of the cause of peritonitis. On (B)(6) 2012, the patient was hospitalized for that event. Treatment was not reported and the patient was recovering. On (B)(6) 2012, the patient was discharged. Dianeal therapy was ongoing. Per the nurse, the event was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.